Event description:
It was reported by the user that during clinical operations on (B)(6), 2026, using a selenia dimensions mammography system, "instead of [the] gantry going to the 45-degree angle it goes to the 110-degree angle, during the mlo imaging, also during this time the foot pedal for the compression will not move up and down." No patient/user harm was reported. A hologic field service engineer (fse) was dispatched to evaluate the system. It is reported that the fse replaced the c-arm switch plates in addition to the compression motor. The fse reports that the system is functioning in accordance with manufacturer specifications. No further information is currently available at this time.